Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post implant check, a chest x ray revealed that the right ventricular (rv) lead had moved and a small amount of tissue was noted  on the rv lead tip. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.